Manufacturer narrative:
The technician replaced both head panel pneumatic gas springs to resolve the issue.

Event description:
The account alleged the head of the bed is broken will not lower. No patient impact.